Manufacturer narrative:
This spontaneous summary case was reported by a physician (ansm reference number: (B)(4)) and describes the occurrence of device breakage and device deployment issue, complication of device insertion ("the inserts broke during release in the uterine tubes, this type of incident occurred on several occasions.") In an unspecified number of female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue and complication of device insertion with essure. The reporter commented the inserts broke during release in the uterine tubes (ref. To single patient case no (B)(4)). This type of incident occurred on several occasions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1689 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-aug-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous summary case was reported by a physician ((B)(4) reference number: (B)(4)) and describes the occurrence of device breakage and device deployment issue, complication of device insertion ("the inserts broke during release in the uterine tubes, this type of incident occurred on several occasions.") In an unspecified number of female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue and complication of device insertion with essure. The reporter commented: the inserts broke during release in the uterine tubes (ref. To single patient case no (B)(6)). This type of incident occurred on several occasions. Company causality comment: this spontaneous case report refers to an unspecified number of female patients who had attempts to have essure inserted and, the inserts broke during release in the uterine tubes. This event (seen as device breakage during insertion) is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the reported events occurred during insertion procedure and thus causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances product technical analysis and follow-up information are expected.